Event description:
Nurse involved in previous incident in which she was sprayed with chemotherapy, was showing a colleague what happened with her event. She took a new package of primary tubing from the clean supply room and opened it to demonstrate her actions. Again, the tubing disconnected. It appears as though this tubing comes disconnected very easily. Manufacturer response for set, administration, intravascular, alaris, versasafe (per site reporter). They would like the tubing sent back to them for investigation.